Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.

Event description:
During a bilateral, three level ablation procedure, a patient burn occurred. The skin was not prepped and the grounding pad was placed on a hairy part of the left, proximal thigh. The patient was transferred to the ER and silvadene was administered. The patient responded to the treatment without further reported complications.